Event description:
Patient reported they underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2011 due to patient allegations of pain. Patient alleges physician stated there was no bony ingrowth on the cup. Further, patient is alleging the need to undergo a second revision due to pain, grinding, squeaking and snapping. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "postoperative bone fracture and pain." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00844 / 00845).

Manufacturer narrative:
This follow-up report is being filed to relay the date and reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "pain and/or loss of function." Number 9 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2013-00844-1 / 00845-1 & 1790).

Event description:
Patient reported to have undergone a left total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2011 due to patient allegations of pain. Patient alleges that physician stated there was no bony ingrowth on the cup. Further, patient was revised on (B)(6) 2013 due to patient allegations of dislocation, pain, grinding, squeaking and snapping. No further information has been provided to date. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.